Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that the insulin pump delivered 20 units which lead to them having to be treating all night with carbohydrates. It was stated that while changing out the infusion set, they released the act button but insulin kept squirting out. The carelink report showed a bolus calculated for 150g and blood glucose of 195 mg/dl. Customer was advised about the possibility of either miscalculating the carbs or and entry error since the other given boluses were for much lesser amounts. They were unable to troubleshoot at the time. Mother stated they had to change the set and then would call back.